Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The root cause of the event was likely due to patient and procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 26mm sapien valve was implanted in aortic position by transfemoral approach. During the procedure, following deployment of the first 26mm sapien 3 valve, there was aortic regurgitation (pvl) seen. Therefore, a second valve was deployed and implanted successfully. The pvl was reduced to mild with zero gradient. On pod1, the patient was discharged in good condition. As per medical opinion, the root cause of the event was that the first valve was positioned at 95/5 (aortic/ventricular position to avoid pacemaker) so the skirt may have not sealed leading to the pvl.